Manufacturer narrative:
This report is submitted on march 17, 2020.

Event description:
Per the clinic the device was electively explanted (reason unknown) on (B)(6) 2019. The patient was not reimplanted with a new device

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.